Event description:
It was reported the patient developed a hematoma at the pocket site. The physician was going to explore and clean out the site, leaving the pump implanted. There was a seroma at the device pocket. The patient status at the time of the report was ¿alive- no injury.¿ there was no alleged product issue. The system was being used to deliver fentanyl.

Event description:
It was later reported that a revision surgery occurred on (B)(6) 2014, at which time the healthcare provider (hcp) cleaned up the hematoma. Since then, the patient had been receiving effective therapy. The hematoma was indicated to be surgery-related, and not related to the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n342954, implanted: (B)(6) 2014, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).